Event description:
Customer reported that pump's quick bolus/wake button was difficult to press and required multiple attempts to activate screen. There was no adverse impact to customer's blood glucose level. Customer support instructed firm pressing technique and proposed pump replacement to resolve issue, ensuring continued insulin delivery with existing pump as backup therapy without opting for an out-of-warranty loaner option.